Manufacturer narrative:
(B)(4). Date sent: 08/26/2020. D4: batch # u5aa1j. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. After the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected so that the washer could not be cut. The staples were deployed. The anvil was reinserted, and the device was fired although the firing handle was stiff to grasp. No problem was observed on the leak test, the donuts were created properly, and no bleeding occurred. The device was used for the rectum and colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.